Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 6mm×4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.